Event description:
It was reported that during an ablation of tachycardia procedure, the patient and equipment were prepared for the procedure. The smart touch bidirectional catheter was connected to the carto 3 system. Upon connection, the catheter was inserted through a sheath into the patients right atrium and near the his location. After, the physician completed a transseptal puncture procedure, the ablation catheter was removed from the patient to be exchanged to a different sheath. While the catheter was out of the body, the physician examined the catheter tip and reported a "white dot" seen. Upon further examination, he reported that he felt a bump with his finger where the white dot was at the tip of the catheter. At this time, the catheter was disconnected and replaced for a new catheter of the same kind. The new catheter was examined and was said to be fine. They prepared and connected the new catheter and continued on with the procedure as planned. The procedure was completed with no patient injuries reported. Additional clarification was requested however, no additional information was provided. With the information available, the complaint was not reportable. Upon visual inspection of the returned complaint catheter on (B)(4) 2014, the bwi failure analysis lab noted that one side of the electrode ring # 1 moved out of position with white material underneath it leaving edges sharp. The white material undearneath the electrode ring and having sharp edges were not provided by the customer. This returned catheter condition is indicative of a reportable event, thus marking (B)(6) 2014 as the awareness date for this report.

Manufacturer narrative:
The original reported lot number was reported as unknown. Per the bwi failure analysis lab, after testing the returned product, the lot number was identified as 16030886. (B)(4) it was reported that during an ablation of tachycardia procedure, the patient and equipment were prepared for the procedure. The smart touch bidirectional catheter was connected to the carto 3 system. Upon connection, the catheter was inserted through a sheath into the patients right atrium and near the his location. After, the physician completed a transseptal puncture procedure, the ablation catheter was removed from the patient to be exchanged to a different sheath. While the catheter was out of the body, the physician examined the catheter tip and reported a "white dot" seen. Upon further examination he reported that he felt a bump with his finger where the white dot was at the tip of the catheter. At this time, the catheter was disconnected and replaced for a new catheter of the same kind. The new catheter was examined and was said to be fine. They prepared and connected the new catheter and continued on with the procedure as planned. The procedure was completed with no patient injuries reported. Upon receipt, the catheter was visually inspected and electrode ring # 1 one side moved out of position with white material underneath it leaving edges sharp. A ft-ir test was performed to in order to identify the type of foreign material; the results demonstrated that the particle had the chemical composition of pe and barium sulfate. It is unknown how the ring was damaged and the origin of the foreign material. Catheter ods were measured and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. The reported customer complaint has been verified.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. (B)(4).